Event description:
It was reported to kendall/tyco hlthcare in 2006 that a pt had a problem with the umbilical vessel catheter. The customer states "abdominal distension on inflat noted with uvc in place. The abdomen was tapped and fluid was retrieved. The fluid was a milky white pale in color. The glucose readings on the fluid was critically high."